Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display and low battery alert. The customers' blood glucose level was unknown. The customer was sent replacement battery cap and instructed on proper replacement battery procedure. The customer was advised to monitor the device and call back if issues persist.